Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the patient¿s electrode configuration was changed, such that their group impedance values increased from approximately 150 ohms to approximately 300 ohms with ¿almost doubled recharging intervals.¿ the patient was ¿getting effective therapy¿ and was ¿very happy with the outcome¿ following the programming change.

Event description:
It was reported that the patient was charging more than expected. It was just implanted and the manufacturer representative charged up the implantable neurostimulator (ins) but it already when down to 50% in two days. It was unsure if the patient was flashing between 50-70% or 25-50%. The parameters that were being used were amplitude of 3.4 volts, pulse width of 450 microseconds, and frequency of 40 hertz. It was unsure on impedance or electrode configuration and amount. The manufacturer representative would meet with the patient the following week and have her bring the implantable neurostimulator recharger (insr). The patient was only getting 6 coupling boxes at most, and was a larger individual and the implantable neurostimulator (ins) may be implanted a little more than ¿a cm¿. It was later reported that the patient was charging more than expected. The ins was draining the battery faster than expected. The impedances checked were within normal limits, range of 743-969 ohms. The patient was programmed at the following: 4 anodes, 2 cathodes, amplitude 4.1 volts, 450 pulse width, frequency 40 hertz. The manufacturer representative did not have therapy impedance but thought it was near 150 ohm. The estimated recharging longevity was 6.56 days. They would do reprogramming using the following: 4 anodes, 2 cathodes, amplitude 4.1 volts, 450 pulse width, frequency 30 hertz, and estimated impedances value of 500 ohms. This had an estimated recharging longevity of 18 days. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.